Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('other essure unsure of location') and pelvic pain ('severe persistent pelvic pain / pain') in a 47-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fibromyalgia since 2017. Concomitant products included bupropion hydrochloride (wellbutrin), ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe), ethinylestradiol;norgestimate (ortho tri-cyclen), gabapentin since 2017, milnacipran hydrochloride (savella), norethisterone (mini-pill) from 1988 to 2014, norethisterone (ortho micronor), nsaids and paracetamol (acetaminophen). On (B)(6) 2013 the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criterion medically significant), menorrhagia ("menstrual hemorrhaging / menorrhagia"), vaginal infection ("vaginal infections") and vaginal haemorrhage ("abnormal vaginal bleeding"). On (B)(6) 2015, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), device expulsion ("expulsion of device"), abdominal pain ("abdominal pain"), pain in extremity ("leg pain") and back pain ("back pain"). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, pelvic pain, device expulsion, dyspareunia, menorrhagia, vaginal infection, vaginal haemorrhage, weight increased, alopecia, abdominal pain, pain in extremity, depression, vaginal discharge and anxiety outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, device dislocation, device expulsion, dyspareunia, menorrhagia, pain in extremity, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for bladder/urinary problem. Current weight 230 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: 1 tube blocked - other essure unknown location. Most recent follow-up information incorporated above includes: on 8-jul-2020: pfs received : events added-vaginal discharge. Aka name added, events onset date, events severity, concomitant drug added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('other essure unsure of location') and pelvic pain ('severe persistent pelvic pain / pain') in a 47-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal candidiasis, dysfunctional uterine bleeding, urinary incontinence and menorrhagia. Concurrent conditions included fibromyalgia since 2017. Concomitant products included bupropion hydrochloride (wellbutrin), ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe), ethinylestradiol;norgestimate (ortho tri-cyclen), gabapentin since 2017, milnacipran hydrochloride (savella), norethisterone (mini-pill) from 1988 to 2014, norethisterone (ortho micronor), nsaids and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criterion medically significant), menorrhagia ("menstrual hemorrhaging / menorrhagia"), vaginal infection ("vaginal infections"), vaginal haemorrhage ("abnormal vaginal bleeding") and abdominal pain ("abdominal pain"). On (B)(6) 2015, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2017, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), device expulsion ("expulsion of device"), pain in extremity ("leg pain") and back pain ("back pain"). Essure treatment was ongoing at the time of the report. At the time of the report, the device dislocation, pelvic pain, device expulsion, dyspareunia, menorrhagia, vaginal infection, vaginal haemorrhage, weight increased, alopecia, abdominal pain, pain in extremity, depression, vaginal discharge, anxiety and fibromyalgia outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, device dislocation, device expulsion, dyspareunia, fibromyalgia, menorrhagia, pain in extremity, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for bladder/urinary problem. Current weight 230 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: 1 tube blocked - other essure unknown location. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2020: pfs received. New event added: fibromyalgia. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('other essure unsure of location') in a 47-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal candidiasis, dysfunctional uterine bleeding, urinary incontinence, menorrhagia, hot flashes, mood swings, nausea, headache, vaginal burning sensation, mass, tv trichomonas vaginalis, chlamydia trachomatis gynaecologic infection, anemia, constipation, menopause, dysuria and urinary tract infection. Concurrent conditions included fibromyalgia since 2017. Concomitant products included bupropion hydrochloride (wellbutrin), ethinylestradiol;ferrous fumarate;norethisterone acetate (lo loestrin fe), ethinylestradiol;norgestimate (ortho tri-cyclen), gabapentin since 2017, milnacipran hydrochloride (savella), norethisterone (mini-pill) from 1988 to 2014, norethisterone (ortho micronor), nsaids and paracetamol (acetaminophen). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2014, the patient experienced pelvic pain ("severe persistent pelvic pain / pain"), menorrhagia ("menstrual hemorrhaging / menorrhagia"), vaginal infection ("vaginal infections"), vaginal haemorrhage ("abnormal vaginal bleeding") and abdominal pain ("abdominal pain"). On (B)(6) 2015, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2017, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), device expulsion ("expulsion of device"), pain in extremity ("leg pain") and back pain ("back pain"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, device expulsion, dyspareunia, menorrhagia, vaginal infection, vaginal haemorrhage, weight increased, alopecia, abdominal pain, pain in extremity, depression, vaginal discharge, anxiety and fibromyalgia outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, device dislocation, device expulsion, dyspareunia, fibromyalgia, menorrhagia, pain in extremity, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she received treatment for bladder/urinary problem. Current weight 230 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: 1 tube blocked - other essure unknown location. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-aug-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("other essure unsure of location") and pelvic pain ("severe persistent pelvic pain / pain") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fibromyalgia since 2017. Concomitant products included cilest (ortho tri-cyclen), gabapentin since 2017 and norethisterone (mini-pill) from 1988 to 2014. In (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criterion medically significant), menorrhagia ("menstrual hemorrhaging / menorrhagia"), vaginal infection ("vaginal infections") and vaginal haemorrhage ("abnormal vaginal bleeding"). On (B)(6) 2015, the patient experienced weight increased ("weight gain"). In (B)(6) 2015, the patient experienced dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), device expulsion ("expulsion of device "), abdominal pain ("abdominal pain"), pain in extremity ("leg pain") and back pain ("back pain"). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, device expulsion, dyspareunia, menorrhagia, vaginal infection, vaginal haemorrhage, weight increased, alopecia, abdominal pain, pain in extremity, depression and anxiety outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, device dislocation, device expulsion, dyspareunia, menorrhagia, pain in extremity, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: 1 tube blocked - other essure unknown location. Most recent follow-up information incorporated above includes: on 5-nov-2018: pfs received. Concomitant medication added. Following event: psychological or psychiatric problems condition: depression, mental anguish were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.